Event description:
Customer reported having high blood glucose of 400 mg/dl, treated with an insulin shot. Customer declined troubleshooting for high blood glucose. Customer reported the site was out because she did not have it in a good site. Customer reported the insulin pump had failed battery test and battery out limit alarms. Customer was explained alarms. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.